Event description:
1488tc sn (B)(6) was noted to have en previous y capped or an unknown reason. Both 1488tc leads were explanted due to an infection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)